Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit alarmed error code message of data acquisition (da) pcba adc failed. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Customer verified error message 111c in the fault history log (drpt) in six consecutive measurements of the dac output were greater than or less than 23 counts. Customer replaced the da pcba to solve the reported problem. Customer also replaced the air inlet filter and cooling fan filter as part of preventative maintenance. Unit was tested and put back to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported that the unit alarmed error code message of data acquisition (da) pcba adc failed. Customer does not know if the unit was attached to the patient at the time the reported event was discovered. However, there was no harm to the patient or user.